Event description:
Reporter called lfs in 01/02 alleging that reporter's surestep meter would not power on and was reading inaccurately high. The call was documented. Reporter stated meter has been inaccurate, reporter compared it to one incident when the reading on the meter did not match the color chart on the vial. Reporter stated readings have been in the range of 280 and 260 mg/dl and reporter believes those to be correct. Reporter reportedly did have to go to the hospital for treatment sometime before christmas. Reporter's meter would not power on and reporter was experiencing symptoms of frequent urination and hunger. Reporter was unable to test so reporter went to the hospital to test blood. The emergency room obtained a reading of 300 and treated reporter with insulin and i.v. Fluids to flush reporter's system out. Reporter was then released. Reporter reportedly has continued to take reporter's set amount of insulin. Reporter has continued to use the meter, but feels it is still reading high. Reporter has not had any other events occur since the hospitalization. Advised a replacement meter is en route.